Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the failures of the video connector and output socket which made the error, b30. The video connector and output socket were not fixed well. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to transmission failure with the endoscope due to unstable contact of the video connector socket due to the damage of the video connector socket by wear of the contacts and/or lock, or the damage of the video connector socket by excessive force being applied to the video connector socket by the user, if frequency of use of the subject device was high. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, b30 which indicated there was the communication problem between the subject device and the endoscope was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.